Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated that the catheter access port (cap) contrast study on (B)(6) 2016 gave results of leak by the pocket from catheter.

Manufacturer narrative:
Catheter body had a slice cut unrelated to explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had a pocket site seroma. The seroma was aspirated on (B)(6) 2016. The patient was evaluated in the pain clinic and infection was ruled out. The fluid was analyzed and found to be cerebrospinal fluid (csf). The event outcome was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8578, implanted: (B)(6) 2006, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl 200 mcg/ml at 15.34 mcg/day, bupivacaine 10 mg/ml at 1.534 mg/day, and dilaudid 10 mg/ml at 1.534 mg/day via an implanted pump for non-malignant pain and degenerative disc disease/herniated disc pain. Medical history included hypertension and the patient¿s diagnosis was lumbar radiculopathy. The patient had allergies to adhesive, latex, sulfa, and codeine. The event date was unknown. The patient had a possible catheter leak at the pump site and the catheter was replaced on (B)(6) 2016 and would be returned. The patient had swelling/ fluid collection at his pump site/pocket. This was new starting several weeks prior to a dye study done on (B)(6) 2016. Dye was noted in the intrathecal space and also behind the pump. The hcp aspirated the fluid and it returned. The patient did not notice decreased pain control. A catheter revision surgery was done on (B)(6) 2016 and a hole/slice/cut noted just behind the sleeve in the connector. The catheter was in the intrathecal space and functional. It was noted a leak (contrast seen) in pump pocket. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a new sutureless pump connector was added on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.